Event description:
The customer reported that the system displayed a dark image and on the second attempt went to subtraction mode on its own. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep was unable to duplicate the reported failure. The rep reseated the image processor board, reformatted the hard drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.